Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the end connector of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was broken and would leak during injection following placement in a 56-year-old-male patient. The device was in place for about half a day when it was discovered that medication was leaking out of the catheter. Following discovery of the leak, the complaint device was removed from the patient and replaced. No additional harm to the patient has been reported.